Event description:
The reporter from the lab alleges back to back results of 436 mg/dl on the meter and 168 mg/dl from the lab equipment. No report of an adverse event. Return requested and replacement was sent. The cap on the vial of strips was not seated fully.